Event description:
During a case, the user noted while in automatic ventilation, that the device was providing 15cmh2o of peep; however the machine was set to deliver zero peep. The device displayed an alarm and visual message indicating continuing pressure.